Manufacturer narrative:
Other applicable components are: product ID: software 9735585 stealthstation cranial, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that a "localizer not connected" message occurred during the procedure. The system was rebooted and the message persisted. The manufacturing representative launched admin and the ndi utility was showing everything as connected. The cranial software was launched again and a resection procedure was opened, and the localizer showed connected. They went back to a biopsy and proceeded with the case. There was no impact to patient outcome and a less than 1 hour delay to the surgical time.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of returned logs found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.